Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net. Upon review, it was noticed that implantable cardiac monitor exhibited a diagnostics anomaly with false atrial fibrillation episodes. No intervention was performed. The patient was in stable condition.